Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "integrity of the implant was compromised" confirmed via MRI and ultrasound, "glandular hyperplasia", "hypertrophied fat lobules" confirmed via MRI and "signs of contracture, disruption of the capsule integrity on the left along the outer contour confirmed via ultrasound". Later healthcare professional reported "rupture". This record is for the left side. The device was explanted, replaced and will not be returned. Medication: amoxiclav antibiotics.